Event description:
On (B)(6) 2016, the customer contacted bio-rad laboratories technical services and it was discovered that they are not following the package insert for (B)(6) with regard to approved sample type. The customer is running whole blood samples on the assay, where the assay does not have a whole blood claim. The assay is approved only for serum or plasma samples. There is also concern that the customer does not appear to be following standard clsi gp44-a4 sample handling requirements to separate the sample from the clot as soon as possible in order to preserve maximum p24 antigen reactivity.